Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6: device code 4008 was inadvertently reported in the initial MDR. The correct device code is 1069- lens damage. The following section has been updated accordingly: section h6: device code: 1069- lens damaged. 4008- material split, cut or torn is no longer applicable. Additional info: further follow up confirmed the lens was not cut in half as it appears in the photo the customer provided. The lens cracked in half as soon as the surgeon inserted the lens in the patient's left eye. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was cracked/split in half after insertion into the patient's operative eye. Through follow up, it was learned that the the lens removed from the patient's left eye and replaced during the same procedure. Another johnson & johnson lens, model dcb00 19.0 diopter was successfully implanted as a replacement. An unplanned incision enlargement was required. Sutures and a vitrectomy were not required. There was a delay in procedure. The length in time was not reported. No additional meds was prescribed. There was no patient injury. The patient is doing well post-operatively. The lens was discarded, however, the inserter and box are available. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). Section other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4625 incision enlarged. Health effect - clinical code: 4581 incision enlarged. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: (B)(6) 2024. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the customer provided a photo and the photo was evaluated. The photo shows an eye implanted with the suspect lens. The lens can be observed to be torn/split through the entire optic. The iol was not returned for evaluation. Visual inspection was performed on the complaint handpiece and found the plunger rod was completely advanced and the plunger rod tip was damaged in a way consistent with damage that occurs during product return shipping. The lens module and device assembly were inspected, and no issues were identified. The plunger rod advancement was inspected, and resistance was felt. Based on further review, it was determined that there could have been product malfunction due to the resistance from the handpiece that could contribute to the reported complaint issue. A non-conformance has been opened to further investigate this issue and appropriate corrective and preventive actions will be taken in accordance with our standard operating procedures. Based on the bounding review, there are six (6) production orders associated with the complaints of loading resistance. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision, inc. Will continue to monitor these types of events. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.